Event description:
Nurse was preparing to prep patient with product and upon opening sterile package, the contaminate wrapped around the cotton tip was discovered and reported to the operating room director. Package was isolated and turned into the materials management director.